Manufacturer narrative:
Additional information b.5, h.6.

Event description:
There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer through the service repair process. The proximate cause of the bezel issue was determined to be due to the bezel boss recall which addressed issues with weakened fr-110 plastic. The proximate cause of the iui issue was reported by service to be due to corrosion caused by wear. The proximate cause of the display board issue was reported by service to be due to a faulty u4 component on the display board.

Event description:
The device was returned for repair.

Manufacturer narrative:
H10: this device was evaluated and repaired through the service repair process. The customer reported problem was confirmed.the customer stated that there was no patient involvement. The device is used for therapeutic purposes.